Manufacturer narrative:
H2: see a1, b5 and h6(patient code). H3: one medfusion pump was received with the top case cracked by the front left and rear bottom corner. There was visible contamination on the plunger head, by the "l" bracket pole clamp, and by the power supply retainer cord. The event history log was reviewed and there was evidence of the reported "check syringe plunger sensor". A syringe test and a syringe plunger sensor test were conducted. The reported issue was duplicated during self-test. The left plunger case caused the issue. The flippers get stuck when the plunger lever actuated. Contamination was found on the plunger head. The issue was caused by the customer. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The left plunger case was replaced, calibration was performed on the pump and the device passed all functional tests.

Event description:
Additional information was received that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "check syringe plunger sensor" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.